Manufacturer narrative:
On (B)(6) 2019, additional information indicated that the patent underwent bilateral removal and replacement as follow: right replaced with cat#: 3542712, sn#: (B)(4), and left replaced with cat#: 3542712, sn#: (B)(4) on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left- mentor siltex contour profile high 350cc saline breast implant, serial number (B)(4), catalog number 3542712. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor siltex contour profile high 350cc saline breast implants which patient went into surgery for hematoma and it was discovered that the right breast implant fill tube did not seal off properly after the implantation. As a result patient had the device explanted on (B)(6) 2019.